Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services (ts). The hcp reported that this device triggered a lead safety switch (lss) on (B)(6) 2016 and switched to a unipolar mode. The patient is not symptomatic and has not been seen in-clinic for greater than one year. The rv pacing impedance that caused the lss was less than 200 ohms. There were some nonsustained ventricular tachycardia events stored while the device was in unipolar mode. The patient requires infrequent pacing (less than 1 percent) and is not pacemaker dependent. Patient isometrics was not performed. Ts discussed the possibility that the impedance measurement that triggered the lss was erroneous. However, if a lss is again triggered, patient isometrics should be performed. The local representative contacted the device-following physician's clinic. The device-following physician was unaware who may have called and reported this product experience (pe) to ts. It was determined that the call to ts did not originate from the device-following physician's clinic. An attempt to contact the unknown name hcp for additional information was unsuccessful. The patient does not have a landline so the latitude system was not able to pick up the lss. Ts explained that to reset the lss, the device needs to be reprogrammed to bipolar. Additionally, device interrogation will clear the lss yellow alert. The available information suggests that this device and rv lead remain in-service.